Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. There was no returned product to complete an evaluation on. Therefore, the root cause is undeterminable. If device returns a follow-up report will be issued.

Event description:
The tip of the turnpike broke down in the coronary while advancing. The tip was removed successfully with lasso catheter. Delay of procedure reported.

Manufacturer narrative:
The returned product evaluation confirmed that the distal tip of the catheter was separated, however the tip remained on the guidewire. The guidewire and the catheter shaft showed severe damage that is consistent with over-rotating the device in a tortuous environment. A manufacturing record review was completed and zero non-conformances were found. The most likely root cause for the failure is that the catheter was damage during use.